Manufacturer narrative:
Additional information: b5, d10 (add grid), h4, h6(update codes), h11. B5: the device contained 5 fluorouracil and 0.9% saline, with a final volume of 116ml. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor failed to completely empty. This was observed during patient infusion. The device contained fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.